Event description:
Vena tech lp filter was advanced by cardiologist. Ivc filter was deployed from cath but filter did not fully deploy. Filter lodged to the side of inferior venous. Numerous attempts to snare retrieve filter without success. Filter dislodged and floated superior to pa position. Vascular surgeon consulted. He was able to retrieve filter with another snare successfully deployed another ivc filter. No harm to patient.